Manufacturer narrative:
A review of the device history record shows the product met the manufacturing and quality specifications. The device was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "the sponge detached from the stick and went loose in the mouth resulting in choking from the patient. The staff was able to remove the sponge without serious consequence." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).